Manufacturer narrative:
This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received thirteen months later stating that the red alerts are still being produced due to high shock impedance measurements. The information has been communicated to this patient's physician. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received twenty one months following the initial clinical observations stating that the red alerts are still being produced due to high shock impedance measurements. The information has been communicated to this patient's physician. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received stating that the red alerts are still being produced due to high shock impedance measurements. A review of the data showed the measurements have ranged from 80 ohms to 138 ohms over the past year. The boston scientific sales representative stated that no testing was performed to identify the cause of the out of range measurements and the patient will continue to be followed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that a red alert was received stating a high shock impedance measurement had been detected with this system. The patient was going to be seen for an evaluation; however, he did not show up for the follow up visit. No other adverse events have been reported.